Event description:
Echocardiographic evidence of valve dysfunction last couple yrs. With aortic insufficiency and aortic stenosis asymptomatic until recently. Now with 2 month history congestive heart failure with jugular venous distention, 2-3/6 systolic murmur, 2-3/6 diastolic decrescendo murmur, 1+ peripheral edema, hepatojugular reflex, widened pulse pressure. Felt pt would not survive without replacement of the valve because of development of heart failure and cardiomegaly. Pt sent to surgery for replacement of aortic valve. Post-op diagnosis - porcine valve failure with disruption of left coronary leaflet. Gross exam of valve per path report shows hole in one of the cusps of the valve.